Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses on the navigation system uninterruptible power supply (ups) were open. To resolve the reported issue, the ups was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. Testing found that a clicking noise was heard emitting from the power supply and the fan would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system would not power on when prompted by the user. The system was then transported to another room in the hospital. The surgeon opted to complete the procedure without the use of the navigation system. The representative reported that the uninterruptible power supply (ups) for the navigation system was clicking when unplugged. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.